Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that scope communication error b30 occurred and image was not displayed. Scope communication error e226 didn't occur. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported event occurred due to break of a ccd or a circuit board inside the scope connector.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, the image became abnormal like sandstorm and scope communication error e226 occurred. There was no report of patient injury associated with the event.